Event description:
On (B)(6), 2012 the reporter, the patient's mother, contacted animas to report that on (B)(6), 2012 the patient obtained the blood glucose reading of 554 mg/dl. At that time, the patient experienced no symptoms of high or low blood glucose levels. The patient corrected her blood glucose level with a bolus dose of insulin via the pump, and reported her blood glucose level was dropping. A review of the pump history revealed an occlusion alarm was given the night prior to this event. It was also determined the patient had not replaced the infusion site for three days. No further information was provided, as the reporter refused to troubleshoot the pump. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after obtaining an occlusion alarm on the pump and not changing the infusion site. Therefore this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the pump information for the complaint date has been overwritten, unable to duplicate the complaint. The pump passed a 29 hours flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. A force sensor calibration check showed the pump is not detecting the correct force. The force sensor resistance was found to be within specifications.